Event description:
During baxter's evaluation of this spectrum pump for a separate symptom, it was found that this device failed the upstream occlusion test at a rate of 40 ml/hr.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Initial evaluation found that this pump failed the 40 ml/hr upstream occlusion test. The unit passed additional upstream occlusion testing per baxter's service procedure. The pump will be calibrated to ensure accurate occlusion detection.